Manufacturer narrative:
Insulin pump passed displacement test, unexpected restart error test and all operating currents tested within the specific range. Insulin pump was received with corroded battery tube noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed battery-out limit after replacing the battery in a timely manner. The customer¿s blood glucose level was 10 mmol/l at the time of the incident. It was stated that the customer had tried multiple batteries and the alarm would continue to happen. Troubleshooting did not resolve the issue. It was advised to discontinue the use of the insulin pump and to revert to a back-up plan. The insulin pump will be returned for analysis.